Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned in one piece with no complaint reported. Failure event observed during analysis. Final analysis found by visual inspection of the lead a full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical testing found internal shorts between conductors due to the damaged coils consistent with procedural damage.